Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported difficulty crossing the septum and loss of la access. The reported bad/poor curve was not confirmed. Investigation identified deformation at the sheath tip outer diameter, including a bulbous distal end with loss of the tapered profile, as well as increased thickness and a flattened profile resulting in a pronounced step transition. These observed conditions may have contributed to the reported event. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the returned device did not identify abnormalities or defects on the exterior of the sheath or dilator. Dimensional inspection of the sheath shaft and dilator yielded passing results. Interaction testing between the returned sheath and dilator was successful. Functional testing of the deflection mechanism demonstrated successful curve formation. Microscopic inspection of the sheath tip identified notable deformation along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. In addition, the outer diameter demonstrated increased thickness and a flattened profile, resulting in a pronounced step transition. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the faradrive device confirmed that the event of bad/poor curve, loss of la access and difficult to cross septum are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation determined that deformation was present at the sheath tip outer diameter. Specifically, the distal end exhibited a bulbous appearance with loss of the tapered profile, and the outer diameter demonstrated increased thickness and a flattened profile, resulting in a pronounced step transition. These observed conditions may have contributed to the reported difficulty crossing the septum and loss of la access. The reported bad/poor curve was not confirmed, as functional testing demonstrated that the sheath was able to deflect and maintain deflection within specification.

Event description:
It was reported that during the pulmonary vein isolation procedure with farapulse to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared according to instructions for use (IFU) and inserted in left atrium (la) after puncture with non-boston scientific devices. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv) were treated then la access was lost. Physician tried to do another puncture with faradrive and non-boston scientific device. Needle & dilator went through the septum but not the faradrive itself, even by trying different things (e.g., change position of the wire etc). The sheath was curved and then the physician decided to change it. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure with farapulse to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared according to instructions for use (IFU) and inserted in left atrium (la) after puncture with non-boston scientific devices. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right inferior pulmonary vein (ripv) were treated then la access was lost. Physician tried to do another puncture with faradrive and non-boston scientific device. Needle & dilator went through the septum but not the faradrive itself, even by trying different things (e.g., change position of the wire etc). The sheath was curved and then the physician decided to change it. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.